Event description:
It was initially reported that the patient had high impedance (10,000 ohms) after a recent generator replacement. X-rays were received that showed there were not any discontinuities but the pin was not fully inserted. The patient had surgery and the pin was re-inserted and the high impedance resolved (impedance - 1948 ohms and 1782 ohms).

Event description:
Additional information was received that indicated that product analysis was complete on the generator and lead. Results of diagnostic testing indicated the generator was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. A break was identified in the positive coil. Two broken strands were identified in the negative coil, but continuity was possible through the remaining two coils. Scanning electron microscopy images of the positive coil suggest a stress-induced fracture has occurred in one strand of the quadfilar coil. However, due to mechanical distortion (smoothed surface) the fracture mechanism for the remaining strands cannot be determined. Scanning electron microscopy images of the two fractured negative coil strands show mechanical distortion/wear (smoothed surfaces) at the break location. However, due to mechanical distortion (smoothed surface) the fracture mechanism of the strands cannot be determined. Also, the negative coil shows mechanical distortion (smoothed surfaces) in the vicinity of the broken strands. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. The surgeon reported that once the patient was turned off due to the observed high impedance she had a worsening of her seizures and she was clearly receiving some benefit even though she had high impedance.

Event description:
Additional information was received that the patient again presented with high impedance. The patient had x-rays re-taken and they were sent to the manufacturer for review. Based on the x-ray images provided there were no gross fractures or lead discontinuity that could contribute to the reported high impedance. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The patient had a full revision. The physician felt that he may have seen a lead break in the lead body but this has not been confirmed to date. After the generator was explanted a test resister was inserted and the generator had high impedance. It is unclear if the test resister was fully inserted or if it was removed and re-inserted to confirm it was fully inserted. Diagnostics were within normal limits with the new lead and generator. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned, but has not been completed.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.